Event description:
Pt was tested on suspect device and inr = 2.5. Two days later pt experienced fistula site that would not stop bleeding. Pt was admitted to hosp and inr = 8.4 from lab. No further info regarding pt or treatment. A second pt was tested on suspect device and inr = 1.2, lab sample inr = 1.7. No further info regarding this pt or treatment.